Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during cardiac procedure, all 3 reported suture device's needle were ripping off the suture too early and sometimes it was hard to find the needles. Patient had undergone x-ray to ensure needle was not inside. The needle was not found but was not in the patient either. Surgeon opened another box to resolve the issue.